Event description:
It was reported that the pump's usb port was damaged, which prevented charging and caused the pump to shutdown. Subsequently, the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 270 mg/dl and unspecified ketones. The customer was treated with intravenous fluids of saline and insulin. At the time of the report, the customer had not been released from the hospital and customer declined follow up from tandem technical support. The customer reverted to manual injections for insulin therapy.